Event description:
Report received from (B)(6), stating that the device needed servicing and there were no symptoms; however, during servicing, the device was found to have a hole in the hose. It is unknown if the device was used during surgery. It is also unknown if there was any medical intervention or surgical delay related to the event. No additional information available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "hole in the hose" could be confirmed. During service, the device was found with a damaged hose. If additional information becomes available, a supplemental report will be submitted. (B)(4).